Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the intensive care unit of a hospital. The customer as hospitalized on (B)(6) 2016. The customer had a seizure on the morning of (B)(6) 2016 at 3:45am, and the paramedics were called to the home of the customer. The caller stated that they were unsure whether it was blood glucose related or not. The customer remained in the intensive care unit for eleven days before passing away. The caller stated that the cause of death is unknown; he does not have the death certificate yet. The customer had neuropathy and infection on the right calf. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it was disconnected by the hospital staff, soon after the customer went to the intensive care unit. The customer was not using sensors. The caller agreed returning the insulin pump for analysis. The caller stated that the battery had been removed from the device.